Manufacturer narrative:
B4: 24sep2021. Per the good faith effort (gfe) response, the field service engineer (fse) reported that a battery failed alarm was displayed. The customer's issue was confirmed. The fse reported that the battery was replaced to resolve the reported issue. The device was returned to normal.

Manufacturer narrative:
Date of report: 07jun2021. There was no patient involvement.

Event description:
The customer reported battery failure. The device was not in clinical use. No patient or user harm was reported.